Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was reported that, during a case, the 2800 system stopped fluoroing and the monitors went black. Total system reset required to power back up. There was no report of pt injury.